Event description:
Pt underwent repair of aaa. Pt underwent a 'stent' procedure and received an aneurx system. The part of the stent going down left common iliac artery migrated, blocking the inferior mesenteric artery and lt femoral artery. Result is a very long process of critical illness, disability, multiple hosp rehab stays. Pt almost died, suffering from gangrenous bowel. Pt now has a colostomy (permanent) and has a high left above the knee amputation. Pt mostly uses a wheelchair and is house bound.